Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported.